Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A sentrant sheath was intended to be used during the endovascular treatment of an 60 mm abdominal aortic aneurysm. The patient presented with extremely calcified, narrow iliac and femoral arteries. The left common iliac artery was almost completely occluded. The plan was to implant a transcatheter aui stent graft and a limb on the right side, followed by an open femoral-femoral bypass surgery. It was reported that during the index procedure, due to concern for possible dissection of the narrow right external iliac artery when inserting the sheath, a non mdt covered stent was implanted and ballooned. The sentrant sheath was advanced but was unable to pass through the stent. The stent was ballooned again, however the sentrant sheath still could not advance. It was noted that upon inspection, the sentrant had a narrowing mid sheath. Per the physician, the cause of the narrowing at the mid sheath was due to the patient¿s anatomy. It was noted that the sheath had been inspected prior to use, with no abnormalities noted, and the device packaging was intact. A second sentrant sheath was opened and used to re-attempt crossing, but this also failed. The replacement sheath kept getting stuck at the distal segment of the covered stent that had been implanted. The case was cancelled due to the inability to cross with the sheath caused by the extreme narrowing of the iliac artery. An open abdominal aortic aneurysm repair was planned as future treatment. No patient complications have been reported as a result of this event.